Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. During examination, atrial lead had high capture threshold, high impedance and worsening sensing anomaly. Physician capped and replaced the atrial lead on (B)(6) 2021. The patient was in stable condition.